Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept with a report of whitescreen failure. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. A whitescreen software error was not found during testing or noted in the device history. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.